Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the infusion set tubing and site were changed. However, the occlusion alarms continued. Blood glucose was 350 mg/dl. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Customer declined further troubleshooting. Recommendation was made for the customer to changed the site. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.